Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Concerned about high level of d-dimer, a computed tomography was performed the next day and confirmed a retrograde dissection and endoleak. An angiography revealed a distal type I endoleak at a left leg. A reintervention was performed. A ballooning for the left leg was performed using a pta balloon. The distal type I endoleak was reduced and the physician decided to monitor it. The retrograde dissection was from a proximal edge of an aortic extender to an arch. Because the dissection was closed with blood clot, the physician decided to monitor it. The patient tolerated the procedure. The physician stated that although he was paying attention, the treatment should have been done more carefully, including the stiff wire manipulation during the evar, because the patient was elderly. Although endoleak could not be confirmed by intraoperative angiography, it seems that sealing was insufficient due to high calcification.